Event description:
Patient underwent laparoscopic removal of adjustable gastric: band with components on (B)(6) 2024 and incisions were closed with skin affix a surgical glue. The patient called the office and reported an allergic reaction was given a prescription for steroids and benadryl cream. Pt returned to the office on (B)(6) 2024 for a follow up appointment and was noted with an erythematous rash to left chest wall surgical site.